Event description:
The needle broke and would not retract back into the sheath. From the information provided by the reporter, a foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
The actual lot number of the echo-hd-25-c device involved in this complaint was not provided. As a confirmed lot number was not provided, it is not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. As the device has not been returned for evaluation, the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. Prior to distribution, all echo-hd-25-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for echo-hd-25-c could not be carried out as the lot number was not provided. Complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time. From the information provided, a foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. The (B)(4) complaint history has been reviewed and the occurrence of this complaint type is low.